Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was removed due to infection at the device site. It was stated the pt noticed redness at the implant site on (B)(6) 2011, and on (B)(6) 2011 the device was explanted. The pt was referred to their health care provider. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.